Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had plunger head damaged and stuck. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of plunger head damaged/stuck was confirmed. On 23 june 2025, the syringe module was received unboxed and with paperwork. The reported complaint can be replicated by manually pulling the plunger head to the top position then quickly releasing the claw. Bd san diego repair center to replaced carriage assembly part number tc10006869. Supplier defect: defective material from supplier. Device to be returned to san diego repair center for processing. Failure investigation report attached to work order in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had plunger head damaged and stuck. There was no patient involvement.